Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. During the said procedure, it was found that one of the patients lead had high impedances. The lead was also explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads upn: (B)(4), model: sc-2218-70, serial: (B)(6), batch: (B)(6).